Event description:
Per the clinic, the device was explanted on (b)(6) 2026, due to severe ossification of the cochlea. It is unknown if there are plans to reimplant the patient as of the date of this report.